Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The returned delivery system was found to be heavily deformed and a force transmitting component was found to be fractured indicating that the deployment of the stent by using the trigger method was not possible. The type of deformation and the information provided by the customer leads to the conclusion that the deformation occurred outside the patient after the event. Due to the condition of the device, no further investigation could be performed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult vessel anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the tracking path was reported to be tortuous but not calcified and the system could be advanced to the lesion site without difficulty. Reportedly, the target lesion was tortuous and calcified but pre-dilation with a balloon had been performed. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent could not be deployed due to the breakage to the delivery system after the first trigger click. Another device was used to complete the procedure successfully. No patient injury was reported.